Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5031851) on 25-oct-2013. The most recent information was received on 01-may-2020. Quality-safety evaluation of ptc: unable to confirm complaint. This spontaneous case was reported by a lawyer and describes the occurrence of procedural vomiting ('vomited after procedure'), presyncope ('almost passed out'), swelling ('swollen'), abdominal distension ('bloated'), nausea ('nausea'), pelvic pain ('constant cramping (feel like bad menstrual cramps)'), menorrhagia ('heavier than normal menstrual bleeding'), muscle spasms ('back spasms'), urticaria ('unexplained hives'), paraesthesia ('tingling in my hands and feet'), psoriasis ('worsening of my psoriasis'), arthritis ('arthritis'), microvascular coronary artery disease ('my heart condition has worsened (small vessel disease with cardiac spasm not caused by a blockage)') and migraine ('migraines') in a female patient who had essure (batch no. 50667569) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coil would not release correctly when it was implanted into tube" (seriousness criterion disability) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural vomiting (seriousness criterion disability), presyncope (seriousness criterion disability) and abdominal distension (seriousness criterion disability). On an unknown date, the patient experienced swelling (seriousness criterion disability), nausea (seriousness criterion disability), pelvic pain (seriousness criterion disability), menorrhagia (seriousness criterion disability), muscle spasms (seriousness criterion disability), urticaria (seriousness criterion disability), paraesthesia (seriousness criterion disability), psoriasis (seriousness criterion disability), arthritis (seriousness criterion disability) and migraine (seriousness criterion disability) and experienced microvascular coronary artery disease (seriousness criterion disability) and pruritus ("itchy horribly"). At the time of the report, the procedural vomiting, abdominal distension, microvascular coronary artery disease and pruritus outcome was unknown, the presyncope, nausea, pelvic pain, menorrhagia, muscle spasms, urticaria, paraesthesia, arthritis and migraine outcome was unknown and the swelling had not resolved. The reporter provided no causality assessment for abdominal distension, arthritis, menorrhagia, microvascular coronary artery disease, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, presyncope, procedural vomiting, psoriasis, swelling and urticaria with essure. The reporter considered pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media : pruritus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5031851) on 25-oct-2013. The most recent information was received on 23-mar-2020. Quality-safety evaluation of ptc: final assessment: lot history record (lhr) reviewed. Product met product release specifications. No device returned; therefore, no device investigation could be completed. No conclusions can be drawn. No CAPA investigation is required per criteria established in wi-03635, ¿processing essure cases in (B)(4).¿ medical assessment: the reported medical events are not indicative for a quality deficit per se. The case refers also to a deployment issue. 3 further ae case reports have been received to date in relation to batch no. 50667569, of which 1 case refers also to a similar technical type of event. No unusual pattern could be identified. The review of the lot history records found that the product met product release specifications. No complaint sample was provided for further technical investigation. At the time of this medical evaluation the technical investigation concluded ¿unconfirmed quality defect¿. In summary, based on the available information there is no reason to suspect quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of procedural vomiting ('vomited after procedure'), presyncope ('almost passed out'), swelling ('swollen'), abdominal distension ('bloated'), nausea ('nausea'), pelvic pain ('constant cramping (feel like bad menstrual cramps)'), menorrhagia ('heavier than normal menstrual bleeding'), muscle spasms ('back spasms'), urticaria ('unexplained hives'), paraesthesia ('tingling in my hands and feet'), psoriasis ('worsening of my psoriasis'), arthritis ('arthritis'), microvascular coronary artery disease ('my heart condition has worsened (small vessel disease with cardiac spasm not caused by a blockage)') and migraine ('migraines') in a female patient who had essure (batch no. 50667569) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device deployment issue "coil would not release correctly when it was implanted into tube" (seriousness criterion disability) on (B)(6) 2012. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced procedural vomiting (seriousness criterion disability), presyncope (seriousness criterion disability) and abdominal distension (seriousness criterion disability). On an unknown date, the patient experienced swelling (seriousness criterion disability), nausea (seriousness criterion disability), pelvic pain (seriousness criterion disability), menorrhagia (seriousness criterion disability), muscle spasms (seriousness criterion disability), urticaria (seriousness criterion disability), paraesthesia (seriousness criterion disability), psoriasis (seriousness criterion disability), arthritis (seriousness criterion disability) and migraine (seriousness criterion disability) and experienced microvascular coronary artery disease (seriousness criterion disability) and pruritus ("itchy horribly"). At the time of the report, the procedural vomiting, abdominal distension, microvascular coronary artery disease and pruritus outcome was unknown, the presyncope, nausea, pelvic pain, menorrhagia, muscle spasms, urticaria, paraesthesia, arthritis and migraine outcome was unknown and the swelling had not resolved. The reporter provided no causality assessment for abdominal distension, arthritis, menorrhagia, microvascular coronary artery disease, migraine, muscle spasms, nausea, paraesthesia, pelvic pain, presyncope, procedural vomiting, psoriasis, swelling and urticaria with essure. The reporter considered pruritus to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pruritus. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. Lawyer added. This case became potential legal reporter added. Event: itchy horribly added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.